Event description:
The customer reported having issues with prime/rewind. The caller stated that insulin squirted out during the manual prime process, and the device alarmed. Troubleshooting was performed. The customer mentioned that the insulin pump was stuck on the prime loop, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. During the call, the customer stated that he had an urgent care visit for flu and sinus complications. The blood glucose reading at time of admission was 178mg/dl, and she was treated with antibiotics. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.